Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of any samples being available for evaluation. The root cause was undetermined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).a 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.the sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.

Event description:
A doctor reported to baxter (B)(4) that an accidental disconnection occurred between a minicap extend life transfer set with twist clamp and a titanium adapter. This report is addressing the disconnection of the minicap transfer set. This event occurred four times over a period of one year. This report is 2 of 4. There was no patient injury reported. No further information is available.